Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. I had a patient receiving blood overnight. Upon the end of the infusion, I stopped the infusion and went to disconnect the blood tubing from the IV to flush the IV and restart the pt's IV fluids. When I disconnected the blood, some blood shot out from the clave on the pt's IV and hit my glasses. I finished flushing the pt's IV and restarting their fluids, as well as disposing of the used blood bag and tubing. I then cleaned my glasses with both the purple and orange disinfecting wipes. Additionally, if I was not wearing my glasses, the blood would have most likely gotten in my eye."